Event description:
Initial reporter indicated that the pt was going to have their vns system reimplanted. The pt had their vns system explanted for infection in 2008, that had resolved and was having their vns system reimplanted. Good faith attempts are being made for additional info surrounding the infection event. The explanted product was discarded in the or.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.